Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon profile was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 21mm distal to the distal edge of the proximal markerband. A visual examination found that the shaft within the balloon was kinked. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the severely calcified and moderately tortuous artery of the upper arm. The 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. After several inflations at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the severely calcified and moderately tortuous artery of the upper arm. The 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. After several inflations at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).